Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 5/9/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The downstream occlusion(dso) seal was delaminated. The dso seal was replaced.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal had multiple cracks on it on the top and bottom corners. Software upgrade required. There was no patient involvement.